Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose (bg) levels. No additional information was provided. Tandem technical support performed multiple follow up attempts to obtain additional information, however, customer did not respond.